Manufacturer narrative:
On (B)(6) 2019, the recipient reportedly underwent magnet repositioning surgery. The same magnet was put back into place.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient resumed device use without issue. This is the final report.

Event description:
The recipient reportedly experienced a displaced magnet following an MRI. On (B)(6) 2019, the recipient underwent magnet replacement surgery.